Event description:
Material # 306546, batch # 5035048 it was reported by customer that they found brown, dirty substance around the threads. Verbatim: rcc received a complaint via email. Email(s) attached. I wanted to make you aware of a dirty syringe one of my staff discovered at our brighton infusion clinic. It has a brown, dirty substance around the threads. Lot# 5035048. I have also attached a pic we have only seen 1, but if we discover more, we can let you know additional information 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 04-23-2025 2. Was this product used to patient? No 3. Was the actual sample available for investigation? Picture attached of what syringe looked like.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Device evaluation: a brown, dirty substance was reported around the threads. Due to the absence of a physical sample, a comprehensive evaluation could not be conducted. To assist in the investigation, a photograph was provided for assessment by our quality team. The photograph depicts a prefilled syringe without packaging flow wrap, showing discoloration in two spots on the syringe barrel luer. No other defects or imperfections were observed. A device history record review was performed for material number 306546, lot 5035048. The review did not reveal any quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections complied with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and photo sample analysis, the symptom reported by the customer is confirmed. However, without the actual physical sample, a probable root cause could not be determined. We appreciate your attention to this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify emerging trends.